Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air water nozzle was found to have been clogged with foreign objects. Additionally, the following observation were made on the device: water tightness was lost due to deformation of the up/down knob. The play of the up/down knob failed to meet the standard value due to wear of the angle wire. The adhesive on the bending section cover (a-rubber) was chipped and cracked, with white clouded-area. The light guide (lg) lens was cracked and the adhesive on the lg lens was peeled and had white clouded area. The nozzle also had corrosion. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer does not know what the foreign material is and does not know if there was a delay to the start of precleaning. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges and flushed the air/water nozzle with the detergent solution. The customer did not presoak the endoscope in the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, there were air/water flow issues from the air/water flow system of the evis lucera elite colonovideoscope. Inspection and testing of the returned device found foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.